Event description:
It was reported that during the procedure the guidewire (subject device) was used to bring the microcatheter to target lesion. Upon withdrawing the guidewire, it was identified that the tip was fractured. The physician carefully withdrew the device and noted that the body was only connected by the core wire. The physician replaced the subject device and successfully completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was disposed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained, and no difficulties were encountered during usage of the device. The patient¿s anatomy was moderately tortuous. It is probable that the device was damaged during advancement through the tortuous anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the guidewire (subject device) was used to bring the microcatheter to target lesion. Upon withdrawing the guidewire, it was identified that the tip was fractured. The physician carefully withdrew the device and noted that the body was only connected by the core wire. The physician replaced the subject device and successfully completed the procedure without clinical consequences to the patient.